Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the helix of the lead was tested before the procedure but it could not be extended after turning the lead for many times. Another lead was implanted. No patient complications have been reported as a result of this event.